Event description:
The issue involves cerner medical device integration and affects users that utilize the elecsys medical device interface to transfer orders and results from devices to (B)(4). In cerner's elecsys medical device interface, instrument results are sporadically replaced with incorrect values when not operating in host query mode or in host query mode but with disabled update logic. Patient care could be adversely affected, as clinicians may use erroneous values that could affect their evaluation of a patient's condition or treatment assessement, especially when there are no additional clinical markers being used in a particular assessement. Cerner has not received communication on any adverse patient events as a result of this issue.

Manufacturer narrative:
Cerner distributed a priority review flash notification on (B)(4), 2010 to all potentially impacted client sites. The software notification includes a description of the issue and a software modification is being developed to address the issue for all sites tha could be potentially impacted. Cerner corporation will provide a follow-up report when the software modification is available.